Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device was found to be running hot during a preventative maintenance performed by the manufacturer representative. A health care provider had asked to perform a preventative maintenance, because the physician had been complaining about the device being hot while being used during surgery. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the customer's allegation could not be verified; there was no fault found with the device. The device was cleaned, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.